Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens with difficulty. As the lens was delivering through the cartridge, the foam tip plunger was catching the trailing haptic. It appeared that the lens was not damaged, so the surgeon chose to leave the lens implanted and there was no patient injury. The reporter stated the cause of the event was due to the foam tip plunger.